Manufacturer narrative:
Received one used sample list #mc33213, was returned for investigation, as received the microclave was broken from the threads sections, no physical impact or damage was observed, the missing part was found inside the male luer from the unknown set, the missing piece was taken out from the male luer. It was observed some beach marks in the broken pieces, typical evidence from an environmental stress during use. Complaint of cracks can be confirmed based in the physical sample evaluation, the probable cause was typical of environmental stress during use.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer, where it was reported that the intravenous (IV) tubing was noted to be snapped at extension set and quad set connection. Additionally, it was stated that it appeared that the microclave was broken on female end most likely from pulling force and/or wet connection. It was also reported that the quad set was included for review as threads are likely retained in male end. The setup was on a peripheral IV, that was then connected to a nexus quad set. Total parenteral nutrition (tpn)/lipids were infusing when the product failed .furthermore, it was reported that that they have a specialty pharmacy that only makes tpn and lipids once per day; due to the product failure, the tpn/lipids were discarded and dextrose fluids were started. The patient resumed tpn/lipids approximately 16 hours later. The patient required frequent blood glucose monitoring. There was patient involvement and no report of patient harm.